Event description:
The customer reported to beckman coulter a leak at the probe of the coulter lh 500 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, gowns and goggles at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a leak at the probe wipe of the instrument. The fse found that the probe wipe was misaligned and was not fully descending. The fse realigned the probe wipe and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that the probe wipet was misaligned. (B)(4).